Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and a drain was placed. While in the ICU, it was found that the anti-reflux valve of the reservoir was detached. Another like device was used and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The anti reflux valve found detached inside the bulb.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-02152. The same patient is represented in each medwatch.